Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hub leakage occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking from the hub of the sheath. They stated they switched to an agilis sheath to continue the procedure. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was placed in its original place and broken in the star section. A microscopic examination revealed that the silicon ring was broken on the outer diameter. These damages could be related to the manipulation of the device during the procedure or excessive force. However, due to the damages observed on the surface, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On 23-jan-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hub leakage occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking from the hub of the sheath. They stated they switched to an agilis sheath to continue the procedure. Nothing dislodged as far as they are aware, and it did not look detached. The sheath was being used on the patient until the doctor noticed the leakage of blood. They are unsure if any air entered the patient's body, the doctor did not mention anything about that. There were no patient consequences, and no treatment was necessary. Blood loss seemed to be minimal. There was no patient consequence.